Event description:
A report was received stating that the listed device was in use with a bite block for 10 minutes when it was noticed that the endotracheal tube was bent where it contacted the bite block. The endotracheal tube was replaced. No adverse effects to patient were reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.